Event description:
Elderly pt undergoing wide reexcision of facial melanoma under local anesthesia and sedation. Oxygen flowing at slow rate (two liters per min) via nasal cannula. Drapes surrounding surgical field; hand towels used to tent drapes. Surgeon noted spark from bovie unit and then towels/drapes erupting into flames. Pt sustained 2nd and 3nd degree burns to face and right hand (2% total body surface area burns). Investigator believes it is evident the drapes caught fire when a monopolar cautery pencil was used in an oxygen enriched area. Incident was user error. Surgeon should have used a bipolar forceps to prevent a fire or another method of cauterization. Since the surgeon submitted the complaint as a type ii, investigator thinks it should remain as such. Date manufactured=8801.